Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill bit fractured. No harm or impact to the patient was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b5; d2a; d2b; d4; d9; e1; g1; g3; h1; h3; h4; h6. The following sections were updated: h3; h6; h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of use (gouges) and confirming complaint is fractured, all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.